Event description:
It was reported that a cartridge alarm occurred during insulin therapy. Customer went to the emergency room due to a blood glucose (bg) level of 451 mg/dl. The customer administered a manual injection prior to the ER visit to address bg and was treated with intravenous fluids of saline and insulin while in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.